Event description:
It was reported that a patient's device could not be interrogated. The wand was repositioned several times and the programming system worked successfully on other patients a few days prior to this appointment however communication could not be established with this patient's device. The physician stated the last time the device was checked was about a year ago. The patient could feel stimulation in the neck and was having voice alteration with magnet stimulation. There was no increase in seizure activity. The patient was reporting some painful stimulation in the chest area over the past few weeks which led to the appointment. The wand battery was checked and was verified to be sufficient and the handheld device was not plugged into the wall. All cable connections were verified to be secure however the physician would obtain various warning messages indicating that communication with the patient's device could not be established. The physician was unsure as to whether or not the patient's device was at end of service and wanted to have the device checked again. It was suggested to the physician that the device be checked soon so there are no breaks in the patient's therapy if the device is at end of service. A battery life calculation was performed using the patient's programming history available in the manufacturer's programming history database which indicated the device was at or nearing end of service. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history performed.

Event description:
On (B)(6) 2015 it was reported that the patient¿s vns was explanted. It was unknown when and where the surgery occurred; therefore, product return attempts cannot be made. Good faith attempts to the physician for further information were unsuccessful.